Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. High impedances were also noted on the rv lead. Revision of this lead is being planned. The rv lead remains in use. No patient complications have been reported as a result of this event.